Manufacturer narrative:
This report is filed on december 01, 2017.

Event description:
Per the clinic, the patient experienced extrusion of the receiver-stimulator, subsequently, a decision was made to explant the device. The device was explanted (date not reported).